Event description:
Noise on rv ff channel and out of range shock impedances were reported. No adverse patient events were reported. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.